Event description:
The end user has called in and reported that the on off switch stopped working. No harm or injury has occurred. It was learned that the joystick has since been replaced without further incident. Reportedly, it was learned that the end user has been using this device for over 5 years prior to this incident. Please note any further information will be filed in a supplemental report.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The age of the device is unknown; however, it was learned in speaking with the end user she has been using this unit for over 5 years, the owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.